Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 3034 was identified during a review of the event history log. Full functional testing, electrical safety testing, calibration and simulated therapy were performed. The cause of the condition was determined to be transducers on digital pcb. To correct the condition, the transducers on digital pcb were recalibrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.